Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the curved-tip stapler instrument associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The curved-tip stapler instrument was found to have a broken grip cable at the distal end. As a result, the grips would not open or close. The broken grip cable and crimp remained within the grip housing, no pieces were missing. The curved-tip stapler failed engagement when placed on an in-house system, therefore, no functional testing could be performed. Review of the logs found no failures related to the reported instrument. The root cause for a broken grip cable is attributed to a component failure. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log associated with this event has been performed. Per logs, the curved-tip stapler instrument was last used on (B)(6)2022 on system (B)(4) with 44 lives remaining. This complaint is considered a reportable event due to the following: the curved-tip stapler potentially failed to unclamp/release from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the potential unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the curved-tip stapler jaws would not open. The middle disc would not spin, but could be manually spun. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.